Manufacturer narrative:
Device manufacture date: 5/9/2012. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Device manufacture date: this information was requested but has not yet been received. Customer did not request for a field service specialist visit to the site. An accessory exchange was requested. The handpiece was not under warranty and it was not returned to amo. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cable was damaged during cleanup and that wires were exposed with the ellips fx phaco handpiece. There was no patient involvement reported.